Event description:
It was reported that customer pump experienced malfunction alarm identified as malf 16 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer arranged to use backup insulin pump to maintain insulin delivery, was instructed to place malfunctioning pump into storage mode, and was advised to return pump using prepaid label within 10 days. Technical support confirmed shipping address, explained the need to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and arranged shipment of replacement pump under warranty.